Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from france that the recon sagittal saw device¿s blade attachment cap did not hold and fell off during use. It was noted that the blades were therefore not fixed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device would not hold/secure battery, had a leak tightness test failure and would not run. It was further determined that the device had component damage to the thread saw blade coupling. It was further determined that the device failed pretest for leak test using bubble emission technique, checking coupling screw of saw blade coupling, checking the saw blade coupling, checking roundness of housing, checking failing out protection (steel ring), checking fitting of the lid and checking oscillation frequency with frequency meter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to maintenance, which is improper maintenance.